Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the plunger during use. The following information was provided by the initial reporter, translated from french to english: "174 syringes where leakage was observed at the plunger rod."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1905240. D.4. Medical device expiration date: 2024-04-30. H.4. Device manufacture date: 2019-05-22 . D.4. Medical device lot #: 1905216. D.4. Medical device expiration date: 2024-04-30. H.4. Device manufacture date: 2019-05-03. H.6. Investigation: 120 samples of lot 1905240 and 60 samples of lot 1905216 were provided to our quality team for investigation. Through visual inspection of the products, no leakages were observed. The product was disassembled for further inspection, there was no damage noted in the plunger rod or other components that could have caused a leak. As no samples of lot 1901247 were provided, ten retained samples of this lot were used for additional evaluation. The product was visually inspected, again no defects or damage was noted, and no leak was identified. A device history review was performed for the lots 1901247, 1905240 and 1905216, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the plunger during use. The following information was provided by the initial reporter, translated from french to english: "174 syringes where leakage was observed at the plunger rod."